Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented to surgery with degenerative disc disease l5-s1, degenerative retrolisthesis l5-s1, disc disruption l5-s1, back pain and lower extremity radiculopathy. Patient underwent an anterior procedure for anterior partial vertebrectomy, partial corpectomy l5-s1; alif at l5-s1 with anterior titanium plate instrumentation and interbody cage. Patient also underwent a posterior procedure for left-sided microdecompression at l5-s1, central lateral recess foraminal decompression; posterolateral fusion l5-s1 with pedicle screw instrumentation. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.